Event description:
During physio-control's inspection of the device, it was found that the device would not deliver defibrillation energy. There was no pt involved with the incident.

Manufacturer narrative:
Physio-control replaced the high voltage relay assembly, and observed proper device operation through functional and performance testing. The device was returned to the customer for use.